Event description:
It was reported " the heart rate (hr) in the iabp and the monitor dose not co-relate. The hr in the iabp occasionally tends to shoot up even reaching values double that of what is shown in the monitors. The ECG being the same. There is a lot of noise/interference picked up by the ac3 pump both in the ECG as well as arterial wave forms. This is causing the pump to trigger at odd times increasing the afterload to the left ventricle". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint of "noise/interference picked up by the ac3 pump" is confirmed based on the videos provided in the complaint. The videos show the pump with noisy ECG and ap waveforms. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the noise on ECG/ap waveforms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " the heart rate (hr) in the iabp and the monitor dose not co-relate. The hr in the iabp occasionally tends to shoot up even reaching values double that of what is shown in the monitors. The ECG being the same. There is a lot of noise/interference picked up by the ac3 pump both in the ECG as well as arterial wave forms. This is causing the pump to trigger at odd times increasing the afterload to the left ventricle". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".